Event description:
It was reported the customer received a keypad anomaly. The customer stated their up button was not working. Customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on lcd board unlocked. The device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.